Manufacturer narrative:
The lead was returned in four pieces. Externalized conductors due to external insulation abrasion were found at 7.4-9.4cm from the distal end. The etfe insulation coating of one sensing cable was abraded at the same location. External insulation abrasion was found at 6.4-6.6cm from the connector pin. The sensing coil was exposed at the same location. This is consistent with the reported field event of noise if the exposed coil came in contact with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun .

Event description:
The patient presented to the hospital after receiving two shocks. Noise and low impedance were observed. X-ray showed externalized conductors near the svc shock coil. During explant, the stylet "perfed" the lead and the proximal part of the lead broke off. The lead was snared via femoral vein. The lead broke again before the explant procedure was completed, and then got stuck due to fibrosis. The snare was used again. A small metallic piece remained in the patient.